Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation, the lesion was checked with intravascular ultrasound. A 2.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed from the patient's body and it was noticed that the distal portion of the stent struts got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was pushed and moved distally from the original crimped stent position from the distal end of the proximal marker band by approximately 5mm. Stent struts were stretched distally from the mid-section of the stent with some struts extending over the distal tip of the device. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. There was evidence of crimp markings on the exposed balloon indicating correct positioning of the stent and contact. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation, the lesion was checked with intravascular ultrasound. A 2.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed from the patient's body and it was noticed that the distal portion of the stent struts got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.